Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the lead replacement procedure, the right ventricular lead exhibited intermittent no capture. Lead dislodgement was suspected. A new temporary system was externally used on the right side of the patient. The lead was repositioned on (B)(6) 2018. The patient was stable before, during, and after the procedure.